Event description:
The set was received as an unexpected return with a report that the set leaked lipids. A note received with the product that stated:" leaking when all the lines met together".although requested, no further details were provided by the customer for this event. Upon investigation of the set received a leak was noted however the set did not a contain a white substance inside of the set.

Manufacturer narrative:
The set was received as an unexpected return with a report that the trifuse set leaked. The noted leak issue was confirmed. A leak was observed at the engagement between the tubing and 4-way parallel connector components. Functional testing was performed by connecting a lab syringe filled with water to one of the maxzero valves connected to one of the set¿s three female luer ports and the fluid was attempted to be pushed through. It was observed that there was a fluid leak at the engagement between one of the three tubing's to the parallel connector¿s component. Fluid was attempted to be pushed through the rest of the ports and a leak was observed at the same engagement. The root cause was identified as a sink condition in the parallel connector component (supplier issue).

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided.

Event description:
The set was received as an unexpected return with a report that the set leaked lipids. A note received with the product that stated:" leaking when all the lines met together".although requested, no further details were provided by the customer for this event.